Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 1-2 hours post procedure the patient was discovered to have a pericardial effusion. The physician performed a pericardiocentesis draining 10cc of dark red fluid from the patient. The patient stabilized and there were no other complications that were reported to have occurred. The patient is expected to make a full recovery from this event.